Event description:
Customer called and stated they could smell electrical burning inside the pad when they turn it on.

Manufacturer narrative:
Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.